Event description:
In this case, an operator was not able to place the flat panel display (fpd) into the stow position and it was stuck in the deploy position. A philips field service engineer (fse) evaluated and found that the fpd had come free from the arm assembly and contacted the detector head. The philips fse noticed that the pins were not engaged because a key was missing on the back handle causing the pin mechanism not to function properly for the fpd on the bright-view xct camera. The philips fse noticed the sensor had contact on the bottom mechanism for the fpd. The philips fse made the necessary repairs to the system. There was no harm to a patient or operator.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).